Event description:
A health care provider reported that a female patient underwent injections of restylane in 2006 into the nasolabial folds, oral commisures, and glabella. Anesthesia in the form of lasercaine (23% lidocaine, 7% tetracaine) was used pre-procedure. Approximately two days after the injection the right side of the patient's glabella opened, and had some drainage. The health care professional reported that the patient did not report these symptoms. Two weeks later, the patient was seen by the health care professional who noted that the area was healing with only a small area of crusting. Crusting area being treated with polysporin. Healthcare professional observed hyperpigmentation in the oral commisures, which is being treated with bleaching cream and vanos. The hyperpigmentation is brown in color. Concomitant medications were reported as estradiol, previously used a bleach cream, vanos apply every morning and polysporin every day on forehead. Medical history is significant for itchy scalp, menopausal symptoms and no known drug allergies. Further information is not expected.

Manufacturer narrative:
MDR is not described in the device's labeling.